Event description:
In 2009, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A proximal type I endoleak was revealed. The physician ballooned the proximal portion of the trunk-ipsilateral leg component with a cook coda balloon. An angiogram revealed a contained rupture. The patient was converted to an open repair. The patient tolerated the procedure. Nine days later, the patient expired. Cause of death was heparin induced thrombocytopenia.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.